Event description:
An olecranon plate was implanted in the patient on (B)(6) 2017. The patient fell and fractured the bone in another location. The olecranon plate was removed and replaced with a longer plate.